Event description:
It was reported the pt experienced stimulation in the wrong place and a loss of stimulation. The pt intitially though the battery was depleted, but testing showed the battery was fine at 2.64 volts. Impedance readings were >4000 ohms. The device was replaced. No outcome was reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.